Manufacturer narrative:
(B)(4). The 510k number is currently unknown at this time since the product code is unknown. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor in which there was a small hole in the bottom of the reservoir. The reservoir ruptured after tapping lightly on the bottle. About 5 milliliters of solution was left inside the bottle. The product was compounded with flucloxacillin 8000 milligrams with 0.9% sodium chloride.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Correction/additional information: the device is not available to baxter for evaluation, therefore no root cause can be determined.